Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: amlodipine, bystolic, diovan. The instructions for use (IFU) for the gore® dryseal flex introducer sheaths specifies; adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm and was implanted with conformable gore® tag® thoracic endoprostheses. All devices were successfully implanted using gore® dryseal flex introducer sheaths. When removing a 24 fr gore® dryseal flex introducer sheath the patient's iliac artery ruptured. The rupture was repaired with a vascular graft. The patient tolerated the procedure. It was reported that there was no pre-implant imaging performed or images available of the patient's access vessels and no difficulty with advancement of any of the sheaths used during the procedure.